Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the recharger not powering on wasn¿t determined.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6)) found a bad leaded recharge board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 37751, serial# (B)(6), product type recharger product ID 37761, serial# (B)(6), product type recharger h3. Analysis was performed on [product ID 37761 , serial# (B)(6), analysis found that the cable assembly connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 37751. Serial# (B)(4). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller had a damaged desktop charger (dtc) cord (37761). An email was sent to repair to replace the desktop charger. Patient (pt) said the green light was on for the power supply, the connection is secure and the white arrows are aligned. Pt said they worried their implantable neurostimulator (ins) battery will go dead they are down to 25% today. Sent email to repair to replace the dtc reviewed pt can call their doctor about ins battery 25%. The patient's relevant medical history included pt said if they keep it at 8 bars, it normally takes 40-45 minutes every night to charge. Pt said they last charged on thursday night and friday night the screen was dark and blank the patient is down to 25% this morning. Reviewed insr to wireless charger transition information with pt and redirected to speak with their doctor about it. Patient also requested that patient services send them information on the wireless recharger. Patient services emailed patient email on file video of wireless recharger and link to dbs mdt website to view information on wireless recharger. No symptoms were reported. Additional information was received from the patient stating they received a dtc but needed a replacement patient recharger. Patient used the new dtc to try and charge the recharger but the recharger still would not turn on. Pss sent email to repair to replace patient recharger, due to the patient's therapy shutting off and their symptoms of "shaking like a tree in the wind), the patient stated they are going to call their healthcare provider to see if they can charge their ins for today until a new patient recharger can be sent. Additional information was received from the patient stating the replacement recharger solved the recharging issues.